Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in the united kingdom, during a tavr procedure using a 26mm sapien 3 ultra via right transfemoral approach, during the advancement of the delivery system through the sheath it was noted that the distal tip of the esheath was torn, and the delivery system was not able to advance and exit the tip of the esheath. It was decided to remove the devices as a single unit and a new kit was used. The patient did not suffer any injury during the event.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed a torn distal tip with missing tip material and stretching of the hdpe material at the tip. Upon review of the provided imagery, it was observed that the distal tip was damaged during advancement of the commander delivery system through the sheath following the procedure. Additionally, separation of the distal tip material occurred as the valve exited the sheath tip. Due to the nature of the complaint, functional and dimensional testing was not able to be performed. The reported event of distal tip torn and separated components were confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that procedural factors (variability in tip expansion, high pushforce) likely contributed to the event as per evaluation of returned device hdpe material was stretching at the tip tear and slant score line was still visible. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.